Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 28-jul-2022 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 18-feb-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) non-capture was noted. As the device was being repositioned the patients blood pressure had dropped significantly. Perforation occurred resulting in cardiac tamponade. The physician began performing pericardiocentesis. The physician noticed the patient was do not resuscitate so intervention stopped. The patient then experienced ventricular tachycardia (vt) , asystole and had passed away.